Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. User facility analysis was normal.

Event description:
It was reported that the pulse generator exhibited no output. The device was removed and replaced.